Event description:
A caller reported encountering a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with detailed instructions for a complete pump reset, and after following these steps, the caller was able to successfully start their sensor session without the error recurring.